Event description:
Allegedly the following occurred: during the procedure, "malfunction injury to rectal stump. Instrument was heard sound of grinding as the wing nut being turned. Was unable to repair colostomy pt is still in hosp"

Manufacturer narrative:
Reportable malfunction/near incident indentified. Investigation in progress. This report is associated with 1819470-2006-00016 and 1819470-2006-00017.